Event description:
On the argon drainage bag 600ml, both the innate and drain leaked at the seam. Manufacturer response for drainage bag, (brand not provided) (per site reporter). The manufacture will be sending a call tag for the device to do their testing.